Event description:
Patient was implanted with non synthes product in a open heart procedure in 2008. It was discovered the patient had a nonunion in the sternum, date unknown. Patient experienced a revision on (B)(6) 2012; patient was implanted with synthes ti sternal fixation system. On a follow up visit, date unknown, x-rays showed patient had an infection. On (B)(6) 2012, surgeon removed all hardware, treated the infection and did not revise the patient to new hardware. The procedure was completed successfully. Hospital discarded the product. This is 7 of 44 reports for this event.

Manufacturer narrative:
Additional narrative: device used for treatment. Without a lot number a device history records review could not be performed, the investigation could not be completed; no conclusion could be drawn, as no product was returned.